Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a 3rd party modem and cable being used for transmitting data. Physio observed that the cable that connects the device to the modem was loose where it plugs into the modem, causing the loss of power. The customer provided a replacement 3rd party modem and cable from their existing inventory which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed 3rd party modem and cable were not returned to physio-control for further analysis.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to transmit patient data. There was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue.